Manufacturer narrative:
Concomitant medical products: product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. Product ID: 37754, serial# unknown, product type: recharger. (B)(4).

Event description:
The consumer via the manufacturer representative reported that the patient¿s implantable neurostimulator (ins) was not working starting about 3-4 weeks ago and that there were telemetry issues. The manufacturer¿s representative was unable to connect to the ins using the recharger, or the programmer or clinician programmers. The patient last successfully recharged 4 weeks ago. An overdischarge (od) condition was confirmed on the patient¿s as they were not very complaint (and did not speak english). The patient experienced pain during the event issue. A trickle charge performed was performed on (B)(6) 2015 on the ins which was able to get it started charging. The patient was reported as doing good and getting effective therapy. Additional information received from the consumer via the manufacturer representative reported that the patient was charging too often; it was unknown whether this was different than before. It was also reported that it took 14 hours to charge the implantable neurostimulator (ins). It was unknown whether the patient¿s charging issue had started. It was noted that the patient had a previous overdischarge event with significant relevance to the additional reported issues. Recharging statistics summary indicated the average recharging duration was .3 hours and the average recharging interval was 1.9 days with an average of 8 coupling bars. It was reported that when the manufacturer representative initially checked the ins using the clinician programmer, the clinician programmer could not connect to the ins because the ins was discharged. The manufacturer representative had the patient charge the ins, and the ins was immediately charging between 50-75% with 8 coupling boxes. The manufacturer representative then tried to interrogate with the ins again, and the manufacturer representative was immediately able to connect to the ins. When asked, the manufacturer representative confirmed having seen the ¿discharged¿ message. Additional information received from the manufacturer representative later reported that steps taken to resolve the reported issue of recharging more often included less programs and using fewer contacts. If additional information is received, a follow up report will be sent. The patient¿s indications for use included failed back surgery syndrome, complex reg pain syndrome type I, and spinal pain.